Event description:
It was reported on (B)(6) 2022 during an incision on the right upper arm , the inserter reported normal insertion up to the point of catheter advancement. Part way through catheter advancement he felt resistance. He removed the device as a whole unit. Once removed he noticed a portion of the catheter was missing. He assessed with ultrasound and recognized part of the catheter in the insertion tissue and outside of the vessel. The physician was notified, and the remaining portion of the catheter was mechanically removed. To the knowledge of the inserter the catheter was accounted for post-removal. The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: catheter breakage led to the need of incision to remove remaining catheter. Patient injury reported due to the incision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn (B)(4). The customer returned one endurance assembly for evaluation. Signs of use in the form of biological material were noted on the catheter body. Visual inspection revealed the catheter was separated approximately 25 mm from the juncture hub. The separated portion was returned. The separation points were smooth, consistent with a sharp object contacting the catheter body. The length of the two sections of catheter returned measured 40 mm and 25 mm , totaling 65 mm, which is within specification of the nominal value 65 per catheter graphic. The outer diameter of the catheter body measured 0.04600", which is within specifications of 0.038-0.048" per catheter graphic. The inner diameter of the catheter tip measured 0.028", which is within specifications of 0.0245-0.0285" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed, water exited from the separation. The catheter was sent to (B)(4) for further functional testing. They confirmed that the defect appeared consistent with the needle cutting the catheter during insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur. Do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The complaint of an endurance catheter being cut/torn was confirmed by a complaint investigation on the returned sample. Visual and functional inspection confirmed the catheter was separated approximately 25 mm from the juncture hub. The catheter passed all relevant dimensional inspection and a device history record review did not reveal any findings. Based on the sample returned, and feedback from r & d engineers , unintentional use error - contact with sharps, likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on (B)(6) 2022 during an incision on the right upper arm , the inserter reported normal insertion up to the point of catheter advancement. Part way through catheter advancement he felt resistance. He removed the device as a whole unit. Once removed he noticed a portion of the catheter was missing. He assessed with ultrasound and recognized part of the catheter in the insertion tissue and outside of the vessel. The physician was notified, and the remaining portion of the catheter was mechanically removed. To the knowledge of the inserter the catheter was accounted for post-removal. The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: catheter breakage led to the need of incision to remove remaining catheter. Patient injury reported due to the incision.